Event description:
During an in clinic follow-up, episodes of inappropriate therapy due to atrial fibrillation with oversensing were observed on the device. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.